Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was empty and the rep was asked to silence the pump alarm but the patient lived 3 hours away. The patient missed their appointment (maybe back in (B)(6) 2017) and had been unable to find a new doctor and that it had run dry for maybe 14 days. The patient was admitted as an in-patient to the hospital ed. The rep inquired if the hcp would be able to silence the pump alarm if they were given a clinician programmer. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep). It was reported that to silence the alarms the rep worked with the ed physician and provided a clinician programmer via overnight shipping and instructions on how to silence alarms. However, the patient was discharged prior to the clinician silencing the alarms. The patient was then seen at a second facility where he refused to have his alarms silenced this past monday. There was currently no plan in place for the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was empty so the patient¿s pump alarm is going off every 40 minutes, however the patient did not want it turned off. The patient had declined to have it turned off and was still looking for a healthcare provider. Per the patient the reason the pump was alarming was because in september, the patient was supposed to go to the healthcare provider but was unable because he was in the hospital for something else. Then the patient set a new appointment with a new healthcare provider however he could not make the appointment because then he was in the hospital with another issue. The patient¿s medical history also included blindness which was not related to the pump. No further complications were reported.